Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was bent, and the tip was torn, and its distal section was detached. Also, the guidewire exit port was found torn. G4 PMA/510(k) k213593.

Event description:
It was reported that catheter issues occurred. The 70-90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending (lad) and circumflex artery. The opticross 6 hd was advanced for intravascular ultrasound (ivus) examination of the target lesion. During removal of the device after recording a run, the catheter would no longer track on the non-boston scientific guidewire and was entangled on the tip of the guidewire. Both devices were removed as one unit together. The tip of the opticross was missing and part of the device and the radiopaque portions were detached and found outside of the patient. The physician stated that the detached tip was also outside the patient. The procedure was completed with only one recording in the lad. There were no patient complications.

Event description:
It was reported that catheter issues occurred. The 70-90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending (lad) and circumflex artery. The opticross 6 hd was advanced for intravascular ultrasound (ivus) examination of the target lesion. During removal of the device after recording a run, the catheter would no longer track on the non-boston scientific guidewire and was entangled on the tip of the guidewire. Both devices were removed as one unit together. The tip of the opticross was missing and part of the device and the radiopaque portions were detached and found outside of the patient. The physician stated that the detached tip was also outside the patient. The procedure was completed with only one recording in the lad. There were no patient complications.

Manufacturer narrative:
G4 PMA/510(k) k213593.